Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error twice. The blood glucose reading was 79 mg/dl. The insulin pump had shut off, the customer changed the battery and had to reset the time and date. The drive support cap appeared normal. The customer also reported that the vibration stopped working a few months prior. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed to vibrate check during the self-test due to broken blank wire on the vibrator motor. No unexpected low battery or off no power alarms noted. No off no power anomaly noted. All operating currents are within specification and passed a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm was noted during bolus basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked reservoir tube window and cracked case at the reservoir tube window corner.